Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had visited the emergency room on (B)(6) 2021 due to hyperglycemia with a high blood glucose level of 573 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer had been using the insulin pump for high blood glucose level and was treated with intravenous insulin drip. The insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.